Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #: 1627487-2013-05275. Reference MFR report #: 1627487-2013-05276. The pt has three leads (two are from the same lot). It was reported the pt was experiencing inadequate coverage. Reprogramming attempts were unsuccessful. On (B)(6) 2013, the doctor decided to explant and replace the pt's ipg with a competitor's ipg.